Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient reported that the infusion set's tubing came apart from the tubing connector and this issue occurred with 5 cannulas from the same box. The site location was left side of patient's abdomen and the pump was located on the waist. The infusion had been used for less than 24 hours. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.